Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during a endostat procedure. According to the complainant, during the procedure, while in coag mode, after setting the power between 18-20, the sys would immediately freeze up and show 02 on the display. The console power would be cycled, which allowed the procedure to be continued. The procedure was completed with the same endostat iii electrosurgical unit. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Console locked up. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.